Event description:
The consumer reported two (2) false negative results obtained with the binaxnow covid 19 ag self tests performed on (B)(6) 2026. This manufacturer report addresses test two (2) of the two (2) tests administered to the user¿s child. The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on their child on (B)(6) 2026 using an unknown sample type. The child had previously been tested with a different brand of test (brand unknown) on (B)(6) 2025, which yielded a positive result. No confirmation testing was conducted. The consumer stated that their child experienced symptoms such as congestion and was feeling unwell. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000913270a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-180/lot: 000913270a, test base part number 195-430wjr/ lot: 913270. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000913270a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported two (2) false negative results obtained with the binaxnow covid 19 ag self tests performed on (B)(6) 2026. This manufacturer report addresses test two (2) of the two (2) tests administered to the user¿s child. The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on their child on (B)(6) 2026 using an unknown sample type. The child had previously been tested with a different brand of test (brand unknown) on (B)(6) 2025, which yielded a positive result. No confirmation testing was conducted. The consumer stated that their child experienced symptoms such as congestion and was feeling unwell. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.